Manufacturer narrative:
Upon analysis, the programmer booted up to an error screen. The hard drive was replaced and re-imaged. The circuit boards and mechanical parts were inspected, and damaged/worn out parts were replaced. The software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer crashed and then booted up to an error that could not be cleared. The programmer was returned for service. There was no patient involvement.